Manufacturer narrative:
This part contains 4 set screws with part# 5540030. This part is not approved for use in the united states; however a like device catalog # 5540030, 510k #k113174 and UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray images review: post-op x-ray of t9-s2ai surgery shows rod fracture and one screw out of the tulip at s2 screw. Date of original implant is unknown, fusion status is unknown, but is reported as incomplete l5-s1. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: kyphoscoliosis type of procedure used: t9-s2ai: psf(posterior spinal fusion), l2/3 l3/4 l4/5: olif(oblique lumbar interbody fusion), l5/s1: plif(posterior lumbar interbody fusion) levels implanted: t9-s2ai it was reported that on an unknown date, post-op, the set screw backed out from the screw head on one side of s2. Fusion was not achieved at l5-s1. As a result a revision surgery was performed, in which the products were replaced. According to doctor, the neck of the patient was not well and the patient fell down, so cervical decompression was also performed. No fragment of the broken products remained inside the patient post revision surgery; and no patient complications were reported.

Manufacturer narrative:
Product analysis: after visual and optical examination, it appears that threads of the set screw are damaged. This damage appears to have initiated at the start of the thread. This is consistent with misalignment of the set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.